Manufacturer narrative:
(B)(4). Results: (paralysis).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 1 month ago. There were no complications noted during advancement of device through the vessels. Spinal drain was performed after the stent grafts were implanted. It was reported that the pt had paralysis when she woke up from anesthesia. The pt was started on rehabilitation and was able to stand and walk with a walker (see MFR # 2953200-2010-01799). No additional clinical sequelae were reported.